Event description:
The customer reported to olympus that endoeye flex deflectable videoscope had a pinhole in the bending section. The device was returned to olympus for evaluation. During evaluation, the objective lens adhesive was found to be peeling off. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the bending section had a pinhole which made it no longer water-tight. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The root cause of the peeling adhesive was not confirmed. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage in the chapter 3- preparation and inspection, section 3.3- inspection of the endoscope, item 6: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." The visual examination found the following components were scratched: distal end; control unit; hand grip; switch button 1; up/down directional plate; right/left directional plate; light guide connector; light guide cover glass; video connector; and video connector case. Examination also showed the adhesive of the bending section cover was chipped and the video connector was cracked. Functional testing found that the bending angle for the up direction did not meet specifications. Olympus will continue to monitor field performance for this device.